Event description:
The customer called to report that the glucose meter was not sending the blood glucose reading to the insulin pump. Found that the customer's blood glucose levels were out of range, and he had not treated them. Asked the customer if he wanted the paramedics to be called. The customer declined, and stated that he would find a way to get himself to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.